Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received notification, alleging the pump has not functioned since december. There was no additional information available for this complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to non-specific pump malfunction.